Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: sudden static electricity, overcurrent, or other factors may cause temporary instability in the image output signal, leading to the occurrence of the image blackout. In addition, it is presumed that burnt distal end cover occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image blackout and burnt plastic distal end cover. There was no patient involvement.